Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The company representative reported via phone call, the customer's insulin pump alarmed motor error during prime. She didn't know the customer's blood glucose level, 127 mg/dl was mentioned. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Company representative was advised to have the customer discontinue use of the device and revert to back up plan. The device needed to be replaced and customer agreed to return the device for further analysis.